Event description:
The customer reported to customer service that she saw sparks coming from the copper wires on her transformer. No injury was reported.

Manufacturer narrative:
A replacement power source was sent to the customer. Attempts to retrieve the product were unsuccessful. The product involved in the complaint has not been received for testing/analysis. However, the customer reported that the sparking was from the exposed wire on the cord. The customer also stated that there were no injuries from this issue. As a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are ongoing. Should additional information or the original product be received, resulting in new, changed, or correct information, a follow up report will be filed.